Event description:
It was reported that the subject guidewire was used with other devices in right ica (internal carotid artery) c7 stenosis case. Placed a long sheath and middle catheter to reach c4 section and dsa (digital subtraction angiography) showed 60% stenosis. Placed a drug balloon to dilate the lesion and the placed a microcatheter to deliver and deploy a stent to cover the lesion. Dsa showed thrombus so the operator added some medician (2000 unit heparin and 5ml tirofiban). The subject guidewire was used to pass the stent and rotated the embolization location and then the a3 was clear. When withdrew the subject guidewire, the subject guidewire was fractured and there was about 10cm from the tip left inside the patient's body and could not be taken out. There were no clinical consequences to the patient due to the event. The current condition of the patient is fine.

Event description:
It was reported that the subject guidewire was used with other devices in right ica (internal carotid artery) c7 stenosis case. Placed a long sheath and middle catheter to reach c4 section and dsa (digital subtraction angiography) showed 60% stenosis. Placed a drug balloon to dilate the lesion and the placed a microcatheter to deliver and deploy a stent to cover the lesion. Dsa showed thrombus so the operator added some medician (2000 unit heparin and 5ml tirofiban). The subject guidewire was used to pass the stent and rotated the embolization location and then the a3 was clear. When withdrew the subject guidewire, the subject guidewire was fractured and there was about 10cm from the tip left inside the patient's body and could not be taken out. There were no clinical consequences to the patient due to the event. The current condition of the patient is fine.

Manufacturer narrative:
D4 gtin: corrected to (B)(4). There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device was returned for analysis as the distal end (189cm) was confirmed to be broken/fractured. A functional test was unable to be performed as the subject guidewire was fractured. The torque device was attached to the proximal end of the guidewire and the guidewire was torqued without difficulty. The reported ¿guidewire broken/fractured during use¿ and ¿un-retrieved fragments¿ were confirmed. The reported ¿guidewire torque problem¿ can be confirmed as the distal tip of the subject guidewire would not have been able to be torqued due to the fracture. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when withdrew the subject guidewire, it was found fractured and there was about 10cm from tip left inside the patient's body and could not be taken out. No impact to the patient. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. There was some difficulty rotating the guidewire using the torque device. Analysis of the returned device found the subject guidewire had been fractured and the distal tip was not returned, confirming the reported event. It is probable that the subject guidewire was fractured as a result of advancing and manipulating the guidewire through the patients tortuous anatomy resulting in loss of torque ability and failure to remove the fractured section of the subject guidewire. An assignable cause of procedural factors will be assigned to the reported ¿ guidewire broken/fractured during use¿, ¿un-retrieved device fragments¿ and ¿guidewire torque problem¿ and to the analyzed ¿ guidewire broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.